Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high thresholds and high out of range pacing impedance measurements. There was also muscle stimulation noted when pacing. A chest x-ray noted a possible fracture, broken insulation. A lead revision is planned. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.